Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2015; 694765 lead, implanted: (B)(6) 2007; 5873 adaptor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right ventricular (rv) leads had fracture, oversensing, short r-r intervals inconsistent with intrinsic r waves, and high impedance. Both lead were capped and replaced. While capping these leads, the patient's right atrial (ra) lead became dislodged. The lead was unable to be removed and was capped and replaced. No patient complications have been reported as a result of this event.